Event description:
The portion of the plate which captures the rod has broken off from the plate. The patient has a neck pain. A revision surgery will be required but not planned yet.

Manufacturer narrative:
Methods: visual and x-ray review confirmed fracture. Product history review confirmed lot 179958 was released on 06 oct 2017 without incident. Functional analysis could not be performed due to the plate was no longer functional, in addition, dimensional analysis was not performed as this was a reported fracture. The returned plate was confirmed to have fractured tulip (pins). Patients bone quality, activity level, and if fusion occurred is unknown. No material or manufacturing defects were found. The possible root causes include: improper construct, set screws not tightened correctly. Excessive load due to unstable construct. Excessive load due to patient anatomy/pathology. Patient performs strenuous post-op activities. Surgeon applying too much torque to seat the screw head.

Event description:
The portion of the plate which captures the rod has broken off from the plate. The patient has a neck pain. A revision surgery will be required but not planned yet.

Event description:
The portion of the plate which captures the rod has broken off from the plate. The patient has a neck pain. A revision surgery will be required but not planned yet.

Manufacturer narrative:
Additional information and correction: age: updated to 67 years. Sex: updated to male. Weight: information added. Lot # added.